Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a gradual return of some of her parkinson¿s disease associated symptoms. It was stated these symptoms had returned since the patient had fallen out of her bed two weeks prior to report. It was noted that ¿this had happened before¿ and that it was ¿suspected that there was a battery issue.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)

Event description:
Please note that manufacturer report #3007566237-2014-01868 was found to have also reported the event information previously filed through this report. All further reports regarding this event will be filed as part of this report.